Event description:
A patient reported experiencing inaccurate high results with an ot ultra meter. The patient's blood glucose results were 140mg/dl (meter), 104mg/dl (lab). Tests were done within 10 minutes with a difference of 35%. Patient did not experience any adverse events. No further information has been reported. Note: strips tested within range. Control solution results were 126mg/dl (107-145mg/dl).